Manufacturer narrative:
(B)(4). The exact patient age is unknown; however, it is known that the patient is a child. The device was returned and is currently in the process of being evaluated. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between march 3, 2014 and march 4, 2014. Evaluation summary: baxter received the unit for evaluation. Visual inspection on the unit revealed no evidence of rupture of the reservoir. The reported condition could not be verified, though the device was found to be out of specification in regards to an unrelated issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a half day infusor ruptured. This was noticed after the device was filled with 960 mg of desferrioxamine in 52 ml of 0.9% sodium chloride (baxter-compounded solutions). There was no patient injury or medical intervention associated with this event. No additional information is available.